Event description:
The customer reported that during the procedure, the handle pin came off and fell into the patient cavity. The piece was retrieved and another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing ski pin caused the ski guide lever to bed, keeping it from following the internal a-track and making it difficult to unlatch the handle to open the jaws. Reports of missing ski guide pins are being investigated. No patient injuries have been reported as a result of these complaints.